Manufacturer narrative:
Submission date of this report: 4/29/1998. Observations of unit as received in the lab: drop detector phase v. Tabs are present and secure? Yes. Housing is secure to case and not broken or cracked. Tube guide is attached and not broken? Yes. Tube guide has steel posts? Yes. Knobs/screws are not damaged and tightened securely? Yes. Back of tubeguide shows no sign of rubbing rotor? No. Rotor is seated properly on the motor shaft properly? Yes. Rotor shows no sign of rubbing? Yes. Cover arm is seated properly on the lever shaft and moves freely? No. Touch panel is functional, lights illuminate and alarms sound? Yes. Pump operates on both ac and dc power? Yes. Cover are was not placed on lever shaft, was pulled outward on shatf. Dried product on drop detector, motor mount plate, tube guide back of pump, power cord, cover arm. Moist oily appearing residue under tube guide and on motor shaft. Standard delivery test will be performed? No. Pump will be set up with 1000 ml of jenity r&h of delivery set rate will be set at 65ml/hr. Pump will be ran for 3 hours. Pump delivered within specifications.

Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 65 ml/hr. 800 cc were delivered in 3 hours. The reporter stated the pt expired as a result of the event. The reporter was unsure of the serial number of the suspect pump, so two serial numbers are being reported. One pt involved.